Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen does not work at times due to navigation ring failure. The customer reported patient involvement is unknown.